Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for an unknown number of colony forming units (cfus) of water related micro organisms at the biopsy channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional customer info.

Manufacturer narrative:
Additional info: h3, h4 this report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the results of third-party testing, the device evaluation and the lms final investigation. Despite good faith efforts being made, additional information was not able to be obtained. Olympus provided the following result of the culture test, performed at the third-party labs prior to reprocessing the returned device: sampling date: (B)(6) 2025, sampling from: distal end, cfu: <1cfu, bacterial identification: not identified. Sampling date: (B)(6) 2025, sampling from: air/ water channel, cfu: <1cfu, bacterial identification: not identified. Sampling date: (B)(6) 2025, sampling from: auxiliary channel, cfu: <1cfu, bacterial identification: not identified. Sampling date: (B)(6) 2025, sampling from: instrument / biopsy / suction channel, cfu: 8 cfu, bacterial identification: rothia sp.; bacillus species; staphylococcus epidermidis. Sampling date: (B)(6) 2025, sampling from: suction channel, cfu: 2 cfu, bacterial identification: rothia sp.; bacillus species; staphylococcus epidermidis. The device was evaluated and a reportable malfunction was identified; the air/water nozzle was deformed. Based on the results of the investigation, a root cause could not be determined for this observation. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. A potential cause was noted based on a correlation between the current device status and cause of contamination. Several damages within the device were identified and indicative of improper handling. In general, damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.